Event description:
Boston scientific received information that the programmer screen was blank and had a burning smell. The field representative stated that upon examination a magnet was found on the back of the programmer. Once the magnet was removed, the programmer functioned normally. The programmer was returned for analysis testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis was able to confirm the field allegation that the lcd screen stayed black, as there was a faint image but no backlight. The technician noted that a burnt smell was not noticeable, however the lcd got very warm. Further analysis found that the lower transformer of inverter overheated and the internal parts of the inverter and lcd were melted. It was also found that the external video was intermittent and the technician suspects the unit was dropped due to a broken component. Once the inverter, lcd internal parts, external video and broken component were replaced, the programmer functioned appropriately and passed all tests. The unit was successfully repaired.